Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified higher readings while wearing the adc freestyle libre sensor compared to the built-in meter. The customers stated on (B)(6) 2019, he self- administered insulin (dose unknown) based on the sensors unspecified high reading and suffered a hypoglycemic event. The customer's wife, a nurse, obtained unspecified low blood glucose on the built-in meter and administered glucagon to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving unspecified higher readings while wearing the adc freestyle libre sensor compared to the built-in meter. The customers stated on (B)(6) 2019, he self- administered insulin (dose unknown) based on the sensors unspecified high reading and suffered a hypoglycemic event. The customer's wife, a nurse, obtained unspecified low blood glucose on the built-in meter and administered glucagon to the customer. There was no report of death or permanent injury associated with this event.